Event description:
It was reported that during a renal stenting procedure, the stent delivery system (sds) shaft split allowing the guide wire to protrude. The target lesion was located in the tortuous left renal artery. The physician advanced the express biliary sd monorail premounted stent system towards the target lesion, however, the sds shaft "kinked and split" distal to the monorail segment causing the v-18 guide wire to "extrude". It was noted that the extruded wire did not come into contact with the patient's body. It was also noted that the physician did encounter resistance as the device was advanced towards the target lesion. The physician removed the express biliary sds outside the patient and successfully completed the procedure with an unspecified stent. No patient complications were reported, and the patient's status was noted as "ok".